Event description:
During an arthroscopy, it was noted that approx 4500 cc of fluid from the arthroscopy pump had extravasated into the pts' thigh and genitals. Surgery aborted immediately, incision closed.